Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photos confirmed the report of damage to the outer layers of the pump cable; however, a specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted driveline photos revealed tears in the outer jacket and braided armor layer of the pump cable. The bionate layer was visible in one location; however, no underlying wires could be seen. The submitted log files did not reveal any indication of damage to the underlying wires. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there no left ventricular assist device (lvad) alarms noted, except for clock not being set. No communication alarms or system controller fault alarms. Patient came into clinic on friday (B)(6) 2025 was unable to get their controller to connect with the heartmate touch (hmt). This was the 3rd time this had happened. Patient has had primary controller swapped out each time, and last controller change, a modular cable change was done as well. Upon further investigation, 2 slits were found in the driveline close to the insertion site. Rescue tape was applied prior to patient going to the emergency department (ed) for possible controller change. Once patient was in ed, the site was able to successfully get the lvad number to populate on the hmt. It was uncertain if the reinforcement of the rescue tape on that slit helped with the wires or if there was something else going on. Log files were sent for review. The event log captured an onset of ¿controller clock corrupt¿ clock invalid all throughout the log. The controller had loss all power including the emergency backup battery (ebb) in order for the controller clock to reset and experience a pump stop during this event. The patient had experienced a pump stop during this loss of all power event. The clock was resynced on (B)(6) 2025. Despite the reported ¿2 slits in the driveline close to the insertion site¿, there was no evidence of any type of electrical perc lead or power cable conductor issues seen in the log files. The tears to the perc lead outer jacket were cosmetic only and it was recommended to apply rescue tape to the perc lead outer jacket tears. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment had operated as intended electronically and mechanically.